Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. The customer's blood glucose value was in range 47 mg/dl to 200 mg/dl. It was reported type 1 retinopathy and neuropathy. Customer reported cracks in the insulin pump body around the reservoir compartment and battery compartment and reservoir compartment was corroded also received random no delivery alarms. Customer stated rewind was slower and louder and act button must be pressed multiple times for response. Customer declined troubleshooting. The device will not be returned for analysis.